Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient presented with a complaint of chest pain. When checked, loss of capture was noted on the right ventricular (rv) lead. The patient received a computed tomography (CT) scan and this rv lead was found to have perforated the patient's heart wall. The lead was explanted and replaced. No additional adverse patient effects were reported.